Event description:
The manufacturer received information from a third party service center alleging a ventilator's foam filter was contaminated. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.